Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the thumb advancer was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, the initial split of the sheath was not correct, the sheath shredded. Advancement of the thumb advancer caused the whole sheath to shred; sheath splitting was not complete. The safety release mechanism was used for device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, additional information was received: the access site/arteriotomy closure site was the right common femoral artery via a 6 f sheath. The arteriotomy closure procedure followed a diagnostic left heart catheterization angiogram.